Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1902183. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number from the manufacturing facility were obtained for evaluation by our quality engineer team. The retained samples were each tested for signs of leakage; however, no defects were observed. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked before use. The following information was provided by the initial reporter: liquid leakage was found during injecting the confect solution as following the doctor's advice.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd (B)(4) leaked before use. The following information was provided by the initial reporter: liquid leakage was found during injecting the confect solution as following the doctor's advice.